Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white residues on the air/water (a/w) channel (both sides) of the tube and control body was not established. The most probable cause of the debris inside the large lens was traced to component failure. A historical review of the last 12 months of complaints was performed, and no trends were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residues on the air/water (a/w) channel (both sides) of the tube and control body, debris inside the large lens. There was no patient involvement.